Event description:
Customer reported in 2007 that the live image on the monitor was a black and white grainy looking image, you could not see the pt anatomy. However, when saved the mini-image shows the grainy image but when selected and retrieved from the hard drive the image is the correct pt anatomy. The problem occurred with pt on the table, the system worked after reboot.

Manufacturer narrative:
Gehc service personnel replaced display adapter, tested system, system operating as intended.